Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Correction: the initial medwatch was submitted in error. Failure code 570:xx was never reported by the customer.

Event description:
This is a report of a colleague infusion pump with a failure code 570:320, which may have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no report of patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.